Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During a hemiarthroplasty procedure, the oscillating sagittal saw attachment did not work. When attached to the small battery drive, the trigger was engaged and nothing happened. The small battery drive worked with the other attachments. The or staff opened another small battery drive set and used the attachment from that set to complete the procedure with no further problem, no harm to patient. It is reported the procedure was delayed approximately 2 minutes while the new set was opened.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01151. Placeholder.